Event description:
A single-center study was reported in the published article "the impact of new-onset right bundle-branch block after transcatheter aortic valve replacement on permanent pacemaker implantation" kikuchi, et al 2024. This retrospective, observational, single-center study enrolled 407 patients who underwent tavr for severe aortic stenosis between february 2016 and december 2022 with self-expanding valves and balloon-expandable valves (bev). The bev group consisted of 201 patients that received sapien xt and sapien 3. Intraprocedural complete atrioventricular block (cavb) was defined as cavb that occurred during tavr. A 12-lead ECG was evaluated at baseline, immediately after tavr, on postoperative days 1 and 5, and according to the need to identify new-onset bundle-branch block (bbb) and cavb after tavr. According to the authors, from the bev patients (including both sapien xt and sapien 3 valve), there were: - 20mm bev valves: 8 patients had new-onset lbbb, 1 patient had new-onset rbbb, 1 patient persistent cavb. - 23mm bev valves: 34 patients had new-onset lbbb, 5 patients had new-onset rbbb, 2 patients persistent cavb. - 26mm bev valves: 8 patients had new-onset lbbb, 2 patients persistent cavb. - 29mm bev valves: 1 patient had new-onset lbbb, 1 patient had new-onset rbbb, 2 patients persistent cavb. This report is for the 7 bev patients with persistent cavb that required ppi.

Manufacturer narrative:
Reference: kikuchi, shinnosuke, et al. "Impact of new-onset right bundle-branch block after transcatheter aortic valve replacement on permanent pacemaker implantation." Journal of the american heart association 13.9 (2024): e032777. The dates of the events are unknown; however, according to the article the study period was from february 2016 to december 2022. For this reason, the first day of the reported study period (feb 1, 2016) was used as the occurrence date. This study included both sapien xt valves and sapien 3 valves. It is unknown how many of each model were involved in this event. Therefore, sections d1 and d4 of this report will reflect unknown edwards sapien transcatheter heart valve. The PMA numbers associated with an edwards sapien transcatheter heart valves are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event could not be determined due to limited information available, but it is possible that factors/mechanisms mentioned above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Upon review of previously reported records, it was identified that 14 events have already been reported in which the patient received a sapien 3 or sapien xt valve, experienced conduction disorder, and underwent a pacemaker implantation at (B)(6) between (B)(6) 2016 and (B)(6) 2022. This exceeds the 7 events reported in the article of patients with persistent CABG that required a permanent pacemaker implantation. This complaint is therefore considered a duplicate and no longer considered to be a reportable event. Previously reported events MFR report numbers: 2015691 2017 01239; 2015691 2018 02093; 2015691 2018 05052; 2015691 2020 10847; 2015691 2021 01065; 2015691 2021 02545; 2015691 2022 03707; 2015691 2022 03708; 2015691 2022 04271; 2015691 2022 04641; 2015691 2022 07160; 2015691 2023 12051; 2015691 2023 12162; 2015691 2023 13339.